Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was contacted and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.